Event description:
In the process of apheresis in the pt the closed apheresis kit is broken near the upper hex strain relief. Blood spill occurred inside the instrument and the procedure stopped immediately.